Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver ceased to function. The product was evaluated. An external visual inspection was performed and passed. Charge and boot testing was performed and passed. The log was downloaded and reviewed finding no errors related to the complaint. The receiver was opened and an internal visual inspection was performed and passed. The allegation was undetermined. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.